Manufacturer narrative:
The getinge field service engineer (fse), replaced the batteries in a previous preventative maintenance service (pm), and forgot to reset the battery, the hospital biomed reset the battery date, and it was reported that the device was back in service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) is down battery maintenance is required. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).